Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported difference between sensor glucose and blood glucose values and calibration not accepted alerts. The event involved product(s) mmt-397a, mmt-1880, mmt-7020mla, mmt-7911na, mmt-332a. Troubleshooting was performed. The blood glucose value was 200 mg/dl, and the sensor glucose value was 100 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 67%. Customer stated that the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1880. Product return requested for mmt-7020mla. Customer declined to return, or is unable to return. No product return is required for mmt-7911na. No product return is required for mmt-332a.